Manufacturer narrative:
The returned closure top was evaluated. The hex of the closure top was confirmed to be deformed possibly due to the use of a stripped driver. However, the cause cannot be determined since the driver was not returned and the complaint description does not specify. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that during a procedure the closure top stripped off during final torquing. It was removed and replaced with an alternate closure top to complete the case. There were no reported patient impacts. This report is two of two.

Manufacturer narrative:
Additional information: current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a procedure the closure top stripped off during final torquing. It was removed and replaced with an alternate closure top to complete the case. There were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a procedure the closure top stripped off during final torquing. It was removed and replaced with an alternate closure top to complete the case. There were no reported patient impacts.